Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's implantable cardiac monitor exhibited episodes of undersensing resulting in false pause episodes. The possibility of the issue being position dependent was discussed. No further information was available.